Event description:
An eye care practitioner reported that a pt felt uncomfortable after 2 hours wear of new lenses, but was unable to remove as no case or solutions available. When he arrived home, he removed lenses and felt and looked okay. Upon awakening next morning, he felt discomfort, blurring and redness so did not insert lenses. Treatment sought from emergency room who noted grade 4 corneal staining and informed pt that top layers of cornea had been removed. Unspecified medications was prescribed, informed pt that eye would clear and lens wear could resume in 1 week. Follow up visit on feb 12th with reporting eye care professional revealed intact cornea with some central opacity, some infiltrates but no staining. Refit to different lens brand. No further info has been provided.

Manufacturer narrative:
Unopened complaint samples were returned for eval and were found to met specs. A review of the device history records is in progress. If any non-conformance is found, a follow-up report will be provided. Add'l lot# 6644268.